Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to air entrapment post-implant. The device was reprogrammed to primary sensing vector, which resolved the problem. No further issues have been reported and there were no adverse patient effects. The device remains in service.